Event description:
The unit did not appear to be working, but water was coming out. The shoulder joint experienced minor extravasation and to their knowledge, the pt has not had any problems. They replaced the cassette and continued and the screen on the dyonics 25 went black and they used another unit. There was a 15-minute delay to the procedure.

Manufacturer narrative:
Transducer p1 and p2 failed test on power up. Replaced both transducers and the unit passed. Unable to determine the cause of the failure.